Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: how much additional time had the patient to stay in hospital? Two or three days more. On what tissue type was the device used? At what location on the tissue? Stomach near the esophagus. During what kind of procedure was the device used? Gastric by pass. Was it used on thick tissue? No. What was the outcome, leakage, bleeding or other please specify? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the "click"? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third. During which stroke did the event occur? Don't know. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Yes blue and white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. Our specialist says that at the end of the procedure the patient had a peritoneum hole near the suture line which prolonged the hospitalization. The surgeons thinks that it may be caused by the stapler. As regard the status of device, we will send it as soon as possible.

Event description:
It was reported that during a gastric bypass procedure there was a partial laceration of the suture slit caused by an assumed malfunction of stapler. This event caused a lengthening of hospitalization.